Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the battery gauge was fluctuating. Customer's blood glucose level was in 125-152 mg/dl range. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.